Event description:
Related manufacturer reference number: 2017865-2022-17053. It was reported that the patient presented in clinic. Device interrogation revealed loss of capture and sensing on the atrial lead, and r wave amplitude variation and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2022 a chest x-ray was performed and atrial lead dislodgement and lack of slack on rv lead due to twiddler's syndrome was observed. On (B)(6) 2022 the patient presented for lead revision and the rv lead and atrial lead were explanted and replaced. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported events were inadequate capture, r-wave amp variation, twiddler, and lead slack issue. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.